Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the screw could not be removed from the lead. The screw was rotated fifteen to twenty five times without success. When the lead was reviewed the ¿screw jumped out¿ while not being rotated. The screw was found to not be straight. A different lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.